Manufacturer narrative:
A device history record (DHR) could not be performed because the batch remains unknown. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, patient vasospasm is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy of a left middle cerebral artery (mca)-m1 section clot with the retriever (subject device), vasospasm occurred. Medical management with pharmacological agents (verapamil and nitroglycerin 3 times) was performed in order to treat the vasospasm. The outcome was resolved. The vasospasm was considered related to the procedure; it is unknown if the vasospasm was related to the stent retriever device.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy of a left middle cerebral artery (mca)-m1 section clot with the retriever (subject device), vasospasm occurred. Medical management with pharmacological agents (verapamil and nitroglycerin 3 times) was performed in order to treat the vasospasm. The outcome was resolved. The vasospasm was considered related to the procedure; it is unknown if the vasospasm was related to the stent retriever device.